Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the instrument won't engage properly and creating wear. No surgical delay.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary functional examination of the returned device could not replicate the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.